Manufacturer narrative:
The system history shows that the laser was verified successfully during installation prior to the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an incomplete side cut during a laser assisted flap procedure in the right eye. Upon follow up, about 1/3 of the flap was difficult to lift initially so the surgeon had to do bit by bit fine cuts before that part of the flap could be lifted. The patient experienced some pain in the process. Procedure was able to be completed successfully. One day post-operative, the patient was reported to be doing fine. No pain was noted. Vision in that eye improved. Cornea flap was intact with mild interface haze.